Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaint appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal-left anterior descending coronary artery. For post-dilatation, a 3.5 x 8 nc trek balloon dilatation catheter was used. When the balloon was inflated, balloon slipping occurred, therefore, the target lesion was not expanded. The device was replaced with a non-abbott balloon to continue to complete procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.